Manufacturer narrative:
There was no sample returned for evaluation. Without the complaint sample, the condition could not be confirmed. Complaint trending was reviewed for the lot code provided. Two similar complaints were found. Batch records were reviewed and all testing results met specifications for the reported lot code at the time of release. Additionally, there were no deviations noted during the batch record review. A root cause could not be determined. The complaint could not be confirmed due to no sample being returned for evaluation. Based on this investigation, the lack of a returned sample for evaluation and the acceptable batch record review, no further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that viscoelastic product was used during cataract with intraocular lens (iol) implantation surgery which, upon one day post op, the patient developed endophthalmitis. Additional information has been requested. Additional information was received which confirmed that the patient was treated with daily eye draining. Additional information was received which confirmed that the patient is still hospitalized, but their vision is improving with continued antibiotic treatment.